Event description:
A female admitted in 2007 vaginal anterior repair of cystocele & prolift mesh. Posterior rectocele, entecocele & prolift mesh vaginal vault suspension utilizing sacral colpopexy & gortex graft, discharged two days later. Readmitted on six days later, with diarrhea and possible erosion of mesh through rectal mucosa. Discharged two days later, to return for ileostomy. The following month, removal of mesh in rectovaginal septum,loopileostomy,lysis of adhesions. Discharged three days later.